Event description:
Customer reports the laser emits a considerable decentered radiation during treatment. This was detected by the physician via microscope. No pt harm was reported and no add'l info was provided.

Manufacturer narrative:
The service technician tested the system and found no failures. There was no root cause, as the laser was operating within specifications. (B)(4).